Event description:
The manufacturer received information alleging a ventilator was alarming for a low circuit leak condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor pca was replaced to address the issue.